Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the lead had low impedance, < 200 ohms. Std shows increasing thresholds, degrading sensing. It was later reported the impedance was 180 ohms and the threshold is high.. A manufacturer's technical consultant advised that lead revision should be considered. No patient complications were reported as a result of this event.